Event description:
It was reported that the rigid video laparoscope image was blurry. The issue occurred during the maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
Full name e1 initial reporter establishment name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.